Event description:
The customer reported that their device was not detecting the connection of the therapy cable assembly. The device would not have the ability to deliver defibrillation therapy through the therapy cable due to the reported failure. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control has further evaluated the removed therapy cable assembly and verified that the apex lead in the cable is measuring as open, which is the cause of the reported failure. There was no visible damage to the cable assembly.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the quik-combo therapy cable assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.